Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured december 18, 2014 ¿ december 19, 2014. Visual inspection was performed and revealed a white particle floating in the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white particle floating in the solution. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.